Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected under the eyes with 1 ml of juvéderm vista voluma xc. Nine months later, the patient experienced ¿swelling¿ under the left eye. Upon examination and due to the possibility of a subcutaneous tumor, an MRI was recommended. The following month, after the MRI scan, the patient visited a hospital where ¿subcutaneous nodules¿ were found under the left eye and on the cheek, causing the patient to be diagnosed with ¿delayed foreign body granuloma.¿ an ultrasound was performed that day finding ¿residual hyaluronic acid material.¿ the patient was treated that day with 10 ml (1250 units) of hyaluronidase and 6 tablets (30 mg) of prednisone, gradually tapered to 1 tablet (5 mg) per day 5 days later for 1 month. A week later, the MRI results showed that it was not a tumor but hyaluronic acid. The patient was treated with an additional 7 ml (1050 units) of hyaluronidase. A histological examination was also performed, and no bacteria were detected. Three weeks later, the remaining hyaluronic acid material was almost completely dissolved, and lumps, nodules, and subjective discomfort disappeared. The event resolved.